Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was returned in 2 sections; the proximal section is broken 3 cm from distal end; the fiber is blackened at the fracture and the heat shrink tube is severely melted; the second section distal to the first section is 3cm long and includes the glass cap; the fiber cap exhibits a drilled through condition; the fiber cap exhibits severe detritus char; the fiber is blackened all the way; the heat shrink tubing is melted and/or missing; the fiber inside the cap exhibits contamination, likely biologic. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure the fiber cap "detached". The procedure was completed with a second fiber. Unknown if cap detached inside patient or if retrieval was required. No further information was available. Patient outcome: "no injury to the patient reported".